Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc was unable to boot properly. After multiple restarts of the host pc, the system eventually booted successfully. However, concern remained that the problem could recur, since the display had gone black after the boot countdown suggesting the software had been hanging due to a system communication failure. To resolve the issue, fse replaced the connection box. The defective part was sent for analysis, for connection box no failure was. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.